Event description:
The event is reported as: "complaint alleges that the device did not have any audible alarms. Complaint alleges that it is unk if the unit was being used at the time." No pt injury reported.

Manufacturer narrative:
The device history record (DHR) investigation did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation. However, to correct this situation for some similar complaints received in the past, the CAPA (B)(4) was implemented. The product reported on this complaint was manufactured before the corrective action. If the sample becomes available, a f/u report will be submitted.